Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed several errors during normal use. The blood glucose reading was 600 mg/dl, which was treated with a manual injection. The caller stated that the insulin pump had been stored without a battery. Explained that the insulin pump had experienced an unexpected restart. Assisted the customer with clearing the alarms and performed a self test, which the insulin pump passed. Advised the customer to monitor the insulin pump and that the device would need to be reprogrammed. Nothing further reported.